Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the clinic for follow-up after remote patient monitoring alerts were received for out of range impedance measurements. It was found that this patients right atrial (ra) lead exhibited low out of range pace impedance measurements, noise, loss of capture reproducible with arm movement, variable threshold measurements, and an insulation issue. The patient's right ventricular (rv) lead exhibited high out of range shock impedance measurements and commanded shocks were performed leading to the conclusion that there was a proximal coil issue and/or a possible fracture. While in the clinic, rv threshold testing was done, and after testing the patient experienced possible loss of capture and had a seizure. The patient was later brought in for a revision procedure. The ra lead was deactivated and boston scientific technical services (ts) discussed turning off atrial enhancements to prevent undesired therapy. The rv lead was programmed rv coil to can and had normal threshold measurements and successful defibrillation threshold (dft) testing. The rv lead was left in service and the crt-d was programmed to vvir. No additional adverse patient effects were reported.